Event description:
It was reported that an air eliminating spike set was loaded into a pca pump at the time that the pump alarmed ¿check tubing¿. The tubing was then loaded into a second pca pump which resulted in another ¿check tubing¿ alarm. The problem was resolved by changing out the set. This malfunction occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.